Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that, the right ventricular lead exhibited noise. It was further noted that there were externalized conductors and lead impedance issue. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found a distal segment of a partial lead measuring 49.3 cm was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.